Event description:
It was reported the pt had sensitivity at the ipg site, and the slightest pressure would cause pain. The sjm rep was able to reprogram the pt, because the pain was intermittent. It was reported the physician planned to administer an epidural.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.